Event description:
Patient underwent an exploratory laparotomy with mid-distal iliac to "median" right colectomy with primary anastomosis for a closed obstruction and crohn's disease. Or, operating room report states "the anastomosis was created, and the defect was closed in transverse fashion with a ta 60 stapler. The anastomosis was all intact with no evidence of leak."the patient was returned to surgery for exploratory laparotomy with abdominal fecal decontamination repair of anterior wall abdominal anastomotic dehiscence and abdominal irrigation and diverting loop ileostomy for gross anastomotic dehiscence with gross fecal contamination within the abdominal cavity. Or report states "the anastomotic site was easily identified by following the stool contamination back to it and once it was freed up adequately, noncrushing bowel clamps were applied proximally & distally, & the stool was then cleared.... Once this was cleared up.... A closure of the anastomosis anteriorly was undertaken with running 4-0 vicryl suture. This was reinforced with interrupted lembert sutures of 3-0 silk & the posterior wall was inspected & noted to be quite intact with no signs of tension or strain.